Manufacturer narrative:
Correction to h6 based on additional information. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The instructions for use/training manuals were reviewed for guidance/instruction involving the devices. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for prestent migration and withdrawal difficulty from present, vasculature were unable to be confirmed as neither the complaint device nor applicable imagery was provided. Per the event description, 'during a transfemoral tpvr procedure with a 29mm sapien 3 valve in an alterra prestent, the prestent migrated proximally during removal of the delivery system. Per report, the alterra was displaced due to the delivery system being bias to the patient's anatomy and pulling of the prestent proximally on removal.' Per training manual, it is recommended to have the tapered tip in the center of the prestent when retracting to ensure the tapered tip and/or the present connector does not engage apices. In this case, it is possible that the tapered tip of delivery system was off centered and interacted with the prestent upon withdrawal. This contact likely made it difficult for the delivery system to be withdrawn, resulting in some excessive manipulation to continue withdrawing and may have forced the prestent out of position. As such, it is likely that procedural factors (delivery system interaction with prestent due to bias in positioning, excessive manipulation) contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tpvr procedure with a 29mm sapien 3 valve in an alterra prestent, the pre-stent migrated proximally during removal of the delivery system. A second alterra prestent was prepared to be place distally inside the initial prestent. However, while attempting to advance the new alterra prestent, the initial alterra prestent shifted distally to the original intended location. The second alterra prestent was removed, and the 29mm sapien 3 valve was delivered successfully. Per report, the alterra was displaced due to the delivery system being bias to the patient's anatomy and pulling of the prestent proximally on removal. The patient was transferred to the pacu in stable condition. Per the field clinical specialist (fcs), at completion of the procedure while the fcs was logging the case in ew1, it was noticed that the pulmonic delivery system was flagged as expired on 8/10/2023. The fcs immediately contacted the physician regarding the incident. The physician stated that the device was not an implantable component of the procedure, therefore, there were no concerns, and the patient is doing very well post tpvr.